Event description:
Subsequent to the previously filed medwatch report, new information was received stating that the shaft was kinked and did not separate; however, returned device analysis revealed the proximal shaft was separated. No additional information was provided.

Event description:
It was reported that the procedure was treating a mildly calcified lesion in the right coronary artery. The 2.75x28mm xience v stent delivery system (sds) did not cross the lesion due to the patient anatomy. After removal from the anatomy, the shaft was found to be broken. Another sds was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink was able to be confirmed. Additionally, the proximal shaft was separated. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.